Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received motor function error and rewind more than once after reservoir change. Customer¿s blood glucose level was unknown. Customer stated that the no delivery alarm when battery was low. The device will not be returned for analysis.